Manufacturer narrative:
Initial reporter address: (B)(6).

Event description:
It was reported that the coil protruded from the catheter's tip during removal. The non-stenosed target lesion was located in the severely tortuous and non-calcified splenic artery. A 14mm x 50cm interlock coil was selected for use. During the procedure, the coil became stuck in the distal part of the catheter. When the coil was removed from the patient's body, it was noted that the coil protruded from the tip of the microcatheter. Only the coil was removed and the procedure was completed with another of same device. No patient complications were reported.